Event description:
It was reported that the device did not detect breathing. No patient injury was reported.

Manufacturer narrative:
A product sample was received for evaluation. Visual and functional testing were performed. Upon visual inspection, it was observed that there was one screw cover missing. During function testing where the device was hooked up to an o2 supply and turned on, the reported problem was duplicated. The root cause of the reported issue was found to be a faulty demand valve and detector block. These faults are due to normal wear and tear. Repair actions included replacing the faulty components, recalibration, and cleaning of device. After repairs, device passed functional tests. A device history record (DHR) review was conducted which indicated previous service was for preventative maintenance. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).